Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06525. It was reported, the pt has been experiencing uncomfortable heating at the ipg while charging as well as normal use. The pt has the system turned off. An sjm rep met with the pt and the pt reported she received a replacement charger and she no longer is experiencing any heating.